Event description:
Surgeon placed a shoulder implant and started having difficulty getting the screw in place. Upon investigation by the surgeon, first assist, and vendor, it was discovered that the end of the t piece handle (glenoid head inserter) was broken off and screwed down into the implant. The surgeon stated that since end of piece was screwed into the implant it would cause more harm to try to remove implant and piece of t handle. Surgeon stated that he will disclose with wife after surgery. Foreign object to remain in patient instead of the screw.